Manufacturer narrative:
Brand name, of the initial medwatch report indicates:  lifepak(r) 20 defibrillator/monitor. Brand name, of the initial medwatch report should indicate: lifepak(r) 20e defibrillator/monitor. New information for supplemental medwatch report: it was later confirmed that the initial reporter was a distributor/third party service agent.  The third party service agent provided the information for the customer/end user facility.  Sections f3, f4 and f5 have been updated to reflect the new information. The third party service agent advised that the therapy pcb assembly was replaced in order to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found that integrated circuit, designator u34, was electrically shorted. This caused an event code to log in the device's memory; however, there is no evidence that this caused the device to display "abnormal energy delivery". The reported issue of "abnormal energy delivery" was not verified and the cause could not be conclusively determined.

Manufacturer narrative:
(B)(4). The device was evaluated by the third party service agent where the reported event codes were verified and the shocking issue was observed.  The third party service agent observed that the therapy pcb assembly sustained significant electrical damage and a specific root cause analysis could not be performed.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported to their local distributor that their device had logged multiple event codes.  Upon an examination of the device, it was observed that the device had sustained significant internal electrical damage and was not longer able to deliver appropriate defibrillation therapy.  There was no report of any patient use associated with the reported issue.